Manufacturer narrative:
As it was not possible to precisely identify which implanted lot was involved in the loosening, due to the bilateral primary procedure performed on the patient, the batch review was carried out and reported for both potentially involved lots. Batch review performed on (B)(6) 2026 lot 120709: (B)(4) items manufactured and released on 22 may 2012. Expiration date: 30 april 2017. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 124798: (B)(4) items manufactured and released on 09 jan 2013. Expiration date: 30 nov 2017. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation this complaint concerns late loosening of a quadra-h cementless femoral stem, occurring approximately 13 years after primary left total hip arthroplasty and requiring revision with removal of the stem and femoral head. Based on the radiographic images provided, the event appears compatible with advanced femoral stem loosening, associated with extensive periprosthetic bone resorption. Aseptic loosening is a plausible explanation. This is a well-documented complication in the literature and is often multifactorial, with the exact etiology remaining uncertain. In this case, the precise cause of failure cannot be definitively determined from the available information. Root cause:based on the information available the event appears compatible with late femoral stem loosening associated with extensive periprosthetic bone resorption, occurring approximately 13 years after the primary surgery. Aseptic loosening is a plausible explanation and is a known multifactorial complication; however, the available information does not allow the precise etiology to be confirmed. No specific device-related root cause can be identified based on the information provided.

Event description:
Revision surgery after 13 years and 2 months from the primary surgery due to stem loosening.stem and head revised.